Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose (bg) was 502 mg/dl with moderate ketones. A correction bolus was delivered to address bg/ketones. A supply change was performed resolving the issue.